Event description:
A report was received that a pt underwent a lead revision procedure due to lead migration. During the procedure, the surgeon explanted the paddle lead. The paddle lead was frayed with contacts popping off. The surgeon is unsure if all the contacts were retrieved. The surgeon attempted to implant another lead but was unable to implant it. The surgeon then elected to explant all the devices. The ipg had been working properly. The surgeon was not sure what caused the damage to the lead. The pt was reportedly doing well following the procedure.